Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had lost therapy effect and therapy stopped working for her since (B)(6) of 2015. She was using a catheter again. The patient was not feeling stimulation with two of her programs and she was not feeling stimulation in the right area with the other programs. The patient was feeling stimulation. She fell all the time but she had not had a bad fall with this device. The patient had severe nerve damage in the left side and it was getting higher in her back. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.